Manufacturer narrative:
(B)(4). With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay and/or the architect havab-igg assay (list number 6c29). This occurs due to reagent mediated sample carryover of high b-hcg samples caused by the architect rubella igg assay specific diluent component or the architect havab-igg microparticle component on an architect i1000sr system. Architect rubella igg is currently being reformulated.

Event description:
The customer stated an architect i1000sr analyzer generated discrepant bhcg results for three patient samples. Patient 1 generated a bhcg result of 200iu/ml on 8/20. The patient was redrawn on (B)(6) and generated a bhcg result of 2500 iu/ml. The results were questioned by the physician and both samples were repeated on (B)(6). The repeat results generated were 700 and 2700 iu/ml, respectively. Patient 2 generated a bhcg result of 26.95 iu/ml on (B)(6). The sample was repeated on (B)(6) and bhcg results of 275.93 and 319.69 iu/ml were generated. The sample was repeated using a savonnette kit and a positive result was generated. Patient 3 generated a bhcg result of <1.2 iu/ml on (B)(6). The sample was repeated on (B)(6) and bhcg results of 21.94 and 23.17 iu/ml were generated. The sample was repeated using a savonnette kit and a negative result was generated. There was no adverse impact to patient management reported.